Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product or photo of the product was returned by the customer. The serial number of the product was also not provided. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. D4: UDI and g5: 510k were unknown, corrected data: d1.

Manufacturer narrative:
Other, other text: h10: serial number and item number are not available at this time.

Event description:
It was reported that a smiths medical medfusion pump alarmed occlusion due to high pressure with bolus infusion using both a 1 ml and 3 ml syringe. Customer selected the less sensitive option to allow the medication infusion to continue.